Manufacturer narrative:
Concomitant medical products: 6947m-62 lead implanted (B)(6) 2014, 1882tc-52 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.